Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause: undetermined. Conclusion: this is the 1st complaint for lot # 9164941 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported before use the bd precisionglide¿ needle product had broken needles. The following information was provided by the initial reporter: "customer would like to order just the needles, customer states her son finds that the needles often break and he uses them up quicker than the rest of the supplies included in the box". Additional non reportable event type(s) were reviewed with the following rationale: needle / tip bent. This type of event renders the device unusable.